Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6001414, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001414 was manufactured according to the work instruction (wi) version 75.0, in the multivac m12, on 21/may/2023, with a total of (B)(4) units. The sub-assembly: assembly the lot 3e03682 was manufactured according to the wi version 26 and assembled in the quickset line, on 21/may/2023, with a total of (B)(4) units. The lot 3e03670 was manufactured according to the wi version 26 and assembled in the quickset line, on 20/may/2023, with a total of (B)(4) units. The lot 3e03671 was manufactured according to the wi version 26 and assembled in the quickset line, on 20/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: nc was found within the DHR but is unrelated to the complaint or malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: brazil.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. No further information available.